Event description:
The facility reported that a thread fell off of a lap sponge and fell into the surgical site.

Manufacturer narrative:
It was reported that a thread came off a 18"x18" lap sponge and was removed from the surgical site with forceps. No pt injury resulted. No further intervention was indicated. The sample was not retained for eval. A photo was sent of a bag containing a loose bloody thread and also a bloody lap sponge. The integrity of the lap sponge could not be determined from the photo. A root cause for the reported incident has not been determined.